Event description:
It was reported that he customer passed away. The cause of death was unknown. The spouse stated that there was no autopsy done. The doctor did not know either, what the cause of death was; a stroke, or brain hemorrhage, high or low blood glucose. The insulin pump will not be returned; it had been donated to the hospital by the decedent's next of kin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.